Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low flow alarms when connected to the power module patient cable both at home and in the hospital. The patient was not symptomatic during the event. No events were present when the patient was placed on an ungrounded/modified power module patient cable. No log files or x-rays were submitted for review. A modified power module patient cable was requested by the hospital for the patient's use.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The referenced subsequent low flow alarms and suspected inflow conduit malposition is covered under medwatch MFR# 2916596-2015-00749. The report of low flow alarms was confirmed via the system controller log file. Although a root cause for this event could not conclusively be determined through this evaluation, it was reported that the patient's inflow conduit was malpositioned, likely contributing to persistent low flow alarms. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2015 for dehydration and continuous low flow alarms regardless of being connected to batteries or the power module. The patient was clinically stable and in no distress. Mean arterial pressures were running normal and the patient's international normalized ratio was therapeutic. The log file submitted to the manufacturer appeared to show multiple low flow hazard alarms where the flow estimator dropped below 2.5 lpm. The system controller was exchanged, but the alarms still continued intermittently. An x-ray showed possible malposition of the inflow conduit. It is suspected that the malposition contributed to the low flow alarms. The patient was discharged with no further intervention planned.